Event description:
Post implant of another manufacturer's bifurcated stent graft system a reliant balloon was used and a dissection occurred. Aneurysm and vessel morphology were not reported. It was reported that there was a localization dissection from around the proximal side of the other manufacturer's stent graft, around the renal artery seen on the last angiogram. No additional treatment was performed and the operation was completed. It was reported that on an unknown date the dissection resolved without further intervention. No additional information was provided.

Manufacturer narrative:
(B)(4). Results: arterial trauma/dissection/perforation.